Event description:
The complaint is reported as: 6cm endurance placed in forearm on (B)(6) 2021, depth of 0.5cm. Removed on (B)(6) due to being kinked and broken-leaking at the hub right where catheter and nose of hub meet. No patient harm reported. No medical intervention required.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided three photos for evaluation. The photos displayed an endurance catheter with a small leak at the junction of the catheter body and hub. However, a full visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit cautions the user, "do not exceed maximum pressure limit of 325 psi on high pressure injector equipment or catheter's maximum recommended flow rate for corresponding injectate viscosity to reduce risk of catheter failure." The customer report of a catheter leak was confirmed by visual inspection of the customer supplied photo. However, complaint verific ation testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot identified from sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: 6cm endurance placed in forearm on (B)(6) 2021, depth of 0.5cm. Removed on (B)(6) due to being kinked and broken-leaking at the hub right where catheter and nose of hub meet. No patient harm reported. No medical intervention required.